Event description:
On (B)(6), 2012, the patient claimed her blood glucose was elevated as high as 406 mg/dl while she had a slight headache and felt nauseated. The patient's hcp recommended that she came off of pump therapy and took 4 units of insulin via syringe. Subsequently, her blood glucose resolved to 363 mg/dl and the patient reportedly was feeling better. During troubleshooting, the animas representative concluded the internal battery was no longer holding a charge. Hence, the subject meter will default to the factory date and time whenever the battery is replace. The representative was unable to determine if the date and time were previous set incorrectly prior to the battery change on (B)(6), 2012. Reportedly, the date and time was correct at the time of the call to animas. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. This complaint is being reported because the patient had elevated blood glucose and symptom that can suggest of acute complication of diabetes while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump history appears to be inaccurate. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.